Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
5/13/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.